Event description:
It was reported that the device was rolled to the sloping sidewalk, and a member of staff let go of the cot to open the ambulance door. The device came loose, rolled sideways, and tipped over the curb onto the street, with a patient on the cot. It was further reported that the patient hit his head and upper arm. The hospital diagnosed a traumatic brain injury and upper arm fracture. According to the physician, it was not possible to determine whether the intracerebral hemorrhage was pre-existing or occurred as a result of the fall.